Event description:
On (B)(6) 2011, patient transferred from outlying facility with stemi. Taken emergently to (B)(6). Films reveal 95% complex stenosis at proximal lad, followed by an 80% proximal to mid stenosis. Proximal and mid lesions predilated with 2.5x12 trek. A 3.5x23 multi link vision was then deployed. There was marked under expansion of distal portion of stent at level of mid vessel lesion. Stent was dilated with a 3.5x20, and a 4.0x12 nc quantum apex. Dilated to very high pressures with continued incomplete expansion of distal stent. Final films reveal timi iii flow with 0% residual stenosis in the proximal stent, and 40% residual stenosis in the distal stent at mid lad. Patient discharged on (B)(6) 2011 1454 on asa, and plavix. At 2145 patient began having chest pain. Arrived to our emergency room (B)(6) 2011 2240. A subsequent EKG at 2259 shows stemi. Taken emergently to (B)(6) where films reveal 100% occlusion with thrombus at origin of lad, previously placed stent in proximal lad. Multiple thrombectomy passes performed. Unable to pass into incompletely expanded part of distal stent at mid lad. Thrombectomy reestablished flow initially at timi ii, but persisted with timi I despite multiple attempts with thrombectomy, and intra coronary ntg. CT surgery consulted, and iabp placed. Patient to operating room (B)(6) 2011 0235 for emergent cab. Patient recovered without further complications and was discharged (B)(6) 2011.